Manufacturer narrative:
It was previously reported that the device would not be returned for evaluation and, therefore, an investigation could not be performed. The device was subsequently returned. This report has been updated to reflect the corrected information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sensor was returned for evaluation. A review of quality records for the finished good found no discrepancies when the device was released to stock. A review of component level quality records found that the sensor met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned sensor found that the internal catheter wires were broken inside the catheter. The catheter material was severely stretched and mashed/indented 16.5 cm from the tip. Due to the condition of the device as it was returned, no functional testing was possible. Based on their evaluation, the supplier was able to confirm the reported issue and determined the cause of failure to be mishandling of the catheter. Trends will be monitored for this or similar complaints.

Manufacturer narrative:
(B)(4). The device will be repaired in china. As such it is not possible to evaluate the product and determine the root cause of this complaint. We will continue to monitor for this or similar complaints for this product code. A search for related complaints for this product code and serial number is not required since these units each have a specific serial number. At this time, this complaint is considered to be closed. Device not available.

Event description:
As reported by the ous affiliate, two days after implantation, a microsensor showed no data. Another was used to complete the procedure. There were no reports of adverse consequences.